Manufacturer narrative:
The reported event of a battery which was not returned, (B)(4), not being recognized by the controller could not be confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since the complaint is related to no power to the controller. Analysis of the device could not be performed since the device was not returned for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that (B)(4) was not recognized by the patient's controller despite showing four green led lights on its capacity gauge. The battery was tested on both ports of the controller with the same result. The battery was removed from service with no reported patient consequences.